Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was down, and the automatic dispensing cabinets were in disconnected mode. A technical support specialist identified that the issues were localized, as no other sites reported outages, noted that the site was recovered before intervention was needed, with a short outage and no feedback from the customer. Since then, the site has remained stable. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the server was down, and the automatic dispensing cabinets were in disconnected mode. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.